Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
After a bus accident the right ventricular lead exhibited a high capture threshold of greater than 4 v and low impedance from less than 200 ohms to a maximum of 333 ohms in both configurations. Diagnostics showed less than one percent pacing in the ventricles. When capping the lead, an insula-tion breech was observed. The lead was replaced.